Event description:
It is reported that a customer experienced high blood glucose of 511 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer also had low readings around 50 mg/dl. It is reported that a customer found air bubbles in their reservoir compartment of their insulin pump. The customer was assisted with trouble shooting and was advised that the reservoir and infusion sets needed to be changed. The customer's insulin pump works as designed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.